Manufacturer narrative:
Natus medical tech support guided the troubleshooting which was performed by the hospital staff over the phone. The customer confirmed troubleshooting illuminated device and the intensity was in specification. Issue was resolved on-site, and no further evaluation is needed.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue 3 led light were illuminating. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.